Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 33 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6010-005, multifunction instrument system (straight grip handle)switch device was used in an unnamed procedure on an unknown date, and ¿according to reports ¿ the suction button is sticking and is happening with multiple providers and residents. The problem is persisting. Members in the room of the recent event reported buttons on suction irrigator constantly sticking.¿. The procedure was completed with the use of an alternate same device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6010-005, multifunction instrument system (straight grip handle) switch device was used in an unnamed procedure on an unknown date, and ¿according to reports ¿ the suction button is sticking and is happening with multiple providers and residents. The problem is persisting. Members in the room of the recent event reported buttons on suction irrigator constantly sticking.¿. The procedure was completed with the use of an alternate same device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.